Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had burning sensation where the ins is located whenever they recharge with the ins recharger. The patient reported that they cannot turn the ins on because whenever they turn the ins on, the burning sensation gets even worse with sharp pain. This started on saturday, (B)(6). The patient reported that they usually charge while sitting or laying down or up moving around using the recharging belt. The patient is implanted on the left side. The patient was reviewed with best recharging practice. A new ins recharger antenna was requested to be sent to the patient and the patient should reach out to the manufacturer representative regarding a meeting. It was recommended to the patient that they should follow-up with their healthcare professional to invite the manufacturer representative for an appointment with the patient.